Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information was received from a trial patient with an external neurostimulator. It was reported that the patient¿s spouse cut and severed the left lead by accident on (B)(6) 2017. Since the patient only had the left lead providing stimulation at the time of the incident, the patient experienced a loss of stimulation and therapy until the next day ((B)(6) 2017). The patient contacted a manufacturer representative, who walked the patient through how to turn off the stimulation to the severed left lead and how to turn on stimulation to the right lead. It was noted that the patient could feel stimulation from the right lead after reprogramming. On (B)(6) 2017, the manufacturer representative reported a screen 59 error on the programmer while using program 3. The following program data was reported: program 1; 1- 0- 3+ program 2: 1- 2- 3+ program 3: 2- 3- 0+ it was determined that the issue was within the percutaneous extension or lead. The patient decided to stay on program 2 until the end of the trial.